Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for follow up in clinic due to a vibratory alert. It was discovered upon interrogation that the implantable cardiac monitor was in backup vvi mode. A device download was performed successfully. The patent's condition was good. The patient will be followed normally.